Event description:
Caller reported experiencing a power source alert identified as alert 07. Blood glucose level was not adversely impacted, remaining below 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.